Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. The receiver will charge and boot up. Performed receiver download and loss of connection is confirmed. Receiver functional testing passed. Performed pairing test and passed. The reported event of a loss of connection was confirmed. The root cause of loss of connection could not be determined because the complaint could not be replicated with the returned device.